Manufacturer narrative:
Patient identifier not made available from the site. No parts have been returned to manufacturer for analysis. No further issues have been reported.

Manufacturer narrative:
The active (led) frame was replaced on the system and this resolved the issue. System functioned properly during testing with the new frame. The suspect frame was not returned for further evaluation.

Event description:
A medtronic representative reported that, while in a cranial procedure, the surgeon alleged an issue when registering the patient. The reference frame was flickering continuously after registration. No further details were provided. The surgeon opted to continue and completed the procedure with the use of the navigation system. There was no impact on patient outcome.